Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic or motor assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they were unable to do anything with the insulin pump. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that they reverted to manual injections. The customer stated that there was fluid under the lcd display. The insulin pump will be returned for analysis.